Manufacturer narrative:
Concomitant medical products: 305c225, tissue valve, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. Due to the patient having complete heart block the physician capped and replaced the rv lead. No patient complications have been reported as a result of this event.